Manufacturer narrative:
The insulin pump was returned for power loss alarms, low battery alarms and error 25 was confirmed in the long trace; the power loss alarms after the error 25. Detailed trace analysis confirmed the pump alarmed low battery and then alarm 25 was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. The insulin pump was received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed a power error alarm. Customer's blood glucose was 198 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.